Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was explanted and replaced. It was noted that an absorbable envelope was added at time of system implant. No further patient complications have been reported as a result of this event.